Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional via a manufacturer representative reported a defective implantable neurostimulator (ins), which occurred post-op. It was not possible to program the ins after implant. No factors noted to have led to the event. Troubleshooting noted as tried a couple of times to program the ins. No actions/interventions were taken to resolve the issue. The issue was not resolved at the time of the report. It was noted that the ins would be replaced in the future. No symptoms were reported. The consumer¿s medical history included incontinence. There were no further complications reported and/or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative reported there were no symptoms related to the event. A replacement will be performed at the end of august. It was noted that the replacement was needed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information receive from the representative reported the device would be removed in the beginning of (B)(6).